Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.2, lab: 2.51. Patient's target therapeutic range is 2.0-3.0. Tests were done immediately after one another.